Event description:
It was reported that the user experienced elevated blood glucose while disconnected from the ilet pump for multiple days and used insulin injections without sufficient improvement, after which reconnecting to a replacement ilet was followed by improved glucose control. Symptoms included hyperglycemia. Outcomes included no reported hospitalization, no emergency treatment, and no reported injuries. Investigation included a review of the user¿s report and troubleshooting support. Investigation of this case revealed user disconnection from the pump as the precipitating factor with resolution upon reconnection. It was concluded that the event was consistent with hyperglycemia of unclear cause related to interruption of insulin delivery, with device function appearing normal once therapy resumed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.